Event description:
Boston scientific received information that the physician had removal difficulty met upon change out. Boston scientific technical services (ts) discussed that there were two sets of setscrews; one at the back and one at the side. Ts verified that the physician was not able to loosen the setscrew at the back. The device was removed upon loosening the back setscrew. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the ra ring seal plug was missing, however, all setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the physician had removal difficulty of the right atrial (ra) lead from the cardiac resynchronization therapy defibrillator's (crt-d) header during change out. Boston scientific technical services (ts) discussed that there were two sets of setscrews; one at the back and one at the side. The physician inadvertently loosened only one of the two setscrews and upon loosening the second setscrew, the lead was removed without incident. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.